Manufacturer narrative:
A ge service representative performed an on site investigation. The 2amp fuse on the motor drive circuit during the service call. The system was tested, and found to be working as intended, and put back into service.

Event description:
It was reported that the flip flop rotation on the 7700 system would not work. No patient injury was reported.